Event description:
It was reported that the pt developed obstructive sleep apnea after implantation with vns system.

Manufacturer narrative:
Sleep-related breathing disorder in children with vagal nerve stimulators. Ped neurol. 2008;38(2):99-103.